Manufacturer narrative:
Unit had cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump screen was messed up. The customer¿s blood glucose level was 171 mg/dl. The bottom center of screen was black with an orange ring around it. The customer reported black spot on screen. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.